Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1.1 kept failing. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 was failed. A field service engineer (fse) reported that the legacy half height drawer 1.1 had been frequently failing. During diagnostics, the drawer would randomly triple click and register as failed. The retractor band and the solenoid appeared to be in good condition. The customer had an extra mother of all boards/motherboard (moab) available, which was used to replace the failing moab. The system functioned as intended after the field service engineer repaired the device.